Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were intermittently not detected during the load sequence. There was no reported adverse impact to the customer's blood glucose level. The contact declined to provide additional information regarding the issues and declined a follow-up from tandem technical support.